Event description:
It was reported that the right ventricular (rv) lead had oversensing. The rv lead was cut, capped, and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted that the outer tubing overlay cosmetic environmental stress cracking and the outer insulation had a cosmetic depression.